Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple pockets not on bus in half height cubie drawer 6.2. The field service engineer inspected rows b, c, and d, released all cubies in the drawers, and checked for debris¿none was found. All cubie trays in drawer 6.2 were reseated, and the drawer controller was replaced. All pockets are now detected on the bus. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.2 cubies were failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.